Event description:
The right ventricular (rv) lead had failed. The lead exhibited loss of capture and high thresholds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).